Event description:
It was reported that the intra-aortic balloon (iab) customer attempted to insert the trp3546 using the standard procedure; however, the catheter failed to reach the optimal position. As a result, another trp3546 was inserted, and the procedure was successfully completed. The balloon in question was discarded and is not retrievable.

Manufacturer narrative:
Due to character limit in block e1 full event site city: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d4 (exp date), d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation conclusions), h8, h11. Corrected fields: d7a. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).